Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported a revision/substitution of the pump was scheduled for (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was explanted and would be returned to the device manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. During a refill, the hcp reported a motor stall occurred with no recovery. The patient ¿in the last days¿ (from (B)(6) 2018) had a return of symptoms (increase of spasticity). It was unknown if there were any environmental, external or patient factors reported that might have led or contributed to the event. No troubleshooting was performed. The hcp programmed the pump to minimum rate and replaced intrathecal baclofen (itb) therapy with oral medication. Surgical intervention was planned, and revision/replacement of the pump would be programmed ¿in the next days¿ (from (B)(6) 2018). The issue was not resolved. However, the patient's status was alive - no injury. The patient¿s gender, age, weight, and medical history were unavailable. No further complications were reported.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. Fdm updated; fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.